Event description:
Dr's office reports a lens replacement was performed. Info received indicates that complications were experienced during the original implantation procedure on 4/23/96 including: posterior capsule rupture, vitreous bulge, major vitreous loss, and the nucleus dropped. An iridectomy and vitrectomy were performed at the time of surgery. On 5/1/96 a vitrectomy and nucleus removal were performed. On 6/20/96 a culture was taken but no growth was observed. On 8/27/96 a lens replacement procedure was performed due to inflammation. Intravitreal antibiotics were instilled at this time. The physician indicates that the event is continuing with treatment. Date device expires: 11/30/2000.